Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint review and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. The surgical intervention and unexpected medical intervention appear to be related to circumstances of the procedure. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects of vascular injury and hemorrhage are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: lot number updated from unknown to 4012241. D4 correction: primary UDI number updated. E1 correction: initial reporter updated from (B)(6). E1 correction: facility name updated from (B)(6) hospital. E1 correction: facility address updated. H6 correction: health effect - clinical code 4582 removed, 1888 and 4559 added. H6 correction: health effect - impact code 4624 added. H6 correction: medical device problem code 3190 removed, 2921 and 1528 added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a bilateral arteriotomy closure of the right common femoral artery (rcfa) and minimally calcified left common femoral artery (lcfa) using the pre-close technique via a 7f sheath hole prior to an infrarenal abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device was successfully pre-placed in the rcfa. Reportedly, resistance was felt while attempting to remove the second prostyle device in the rcfa. Manual compression was applied as the device was removed manually and the foot was noted to be partially opened despite the lever being fully closed prior to removal. In the lcfa, resistance was also felt while attempting to remove the first prostyle device at that site. The device was removed manually and the foot was also noted to be partially opened despite the lever being fully closed prior to removal. Significant bleeding and vessel damage was noted at both access sites. Therefore, one 10f and two 16f exchange sheaths were used to temporarily control bleeding. The aaa procedure was completed. A surgical cutdown with manual suturing was performed to repair the vessel and acheive hemostasis at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.